Manufacturer narrative:
D4 lot #: the suspect lot was either dr24g01031 or dr24b12024. D4: UDI #: UDI # for suspect lot dr24g01031: (B)(4). UDI # for suspect lot dr24b12024: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber of a clearlink system buretrol solution set leaked. The issue was further described as, "the caregiver squeezed the chamber to fill it, the chamber cracked and fluid ran out". This occurred after the set was primed and hung for some time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d4 expiration date, d9, h3, h4, h6 (update codes), h11. Correction to previous g3 date: update date to 03/28/2025. D4 expiration date: the date is n/a for both suspect lots. H4: suspect lot dr24g01031 has a manufacturing date of 07/02/2024. Suspect lot dr24b12024 has a manufacturing date of 02/13/2024. H11: the device was received for evaluation. Visual inspection was performed which identified a crack in the burette. The reported condition was verified. The cause of the cracked burette is due to user error during product handling. The product instructions for use (IFU) indicates to not squeeze the burette chamber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these suspect lots. Should additional relevant information become available, a supplemental report will be submitted.